Event description:
It was reported that the customer experienced a cartridge alarm but could not verify details in the system history. There was no reported impact to the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.